Event description:
It was reported that the catheter was inserted and the (unspecified) values on the "monitoring devices" were "too high". An echocardiogram was performed in the middle of the night and the medications were changed. Before morning, the sheath was pulled and it was noted that the sheath was "filled with fluid". There was no patient injury.

Manufacturer narrative:
One swan-ganz catheter was received with the contamination shield attached and the monoject 1.5cc limited volume syringe. Blood was not visible inside the contamination shield. The introducer was not returned with the unit. The manifold and bd syringe were returned with the device. The catheter ran cco on the quality laboratory's vigilance I and vigilance ii monitors for 5 minutes with no error messages observed. There were no visible inconsistencies observed on the eeprom data. The thermistor and thermal filament circuit were continuous. The thermistor read 37.2 c when submerged in a 37.2 c water bath. Thermistor temperature reading accuracy is +/- .3c per the vigilance monitor's operator manual. There were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were patent without any leakage or occlusion. There was no visible damage observed on the catheter body or the returned monoject 1.5cc limited volume syringe. The complaint could not be confirmed during analysis; the catheter performed appropriately during functional testing. It is not known if any procedural factors may have contributed to the event. No actions will be taken at this time. Lot number was not provided, therefore review of the manufacturing records could not be completed.